Event description:
It was reported that the lead failed to measure the p wave. The lead only exhibited a noise problem and high impedance. The lead was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field events could not be verified. Dried body fluid prevented the helix from extending. After cleaning electrical analysis found electrical measurements normal. No anomaly was found.